Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. It was also noted that the pacing impedance is stable but increasing at a slow steady rate. Follow up was conducted and reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.